Manufacturer narrative:
The returned defibrillator was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that a few months after it was first implanted, this cardiac resynchronization therapy defibrillator (crt-d) exhibited an expected longevity of only 1.5 years. Boston scientific technical services (ts) reviewed the device settings report and explained the programmed left ventricular (lv) lead output caused a significant drain of the battery. A field representative confirmed the thresholds are attributed to the patient condition/anatomy. Ts determined the crt-d operated as expected due to programmed outputs. A few months later, additional information reported the crt-d reached explant due to the lv lead high thresholds and low but in range impedance. The physician elected to keep settings and schedule the crt-d change. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information confirmed the device battery depleted as expected due to the elevated left ventricular (lv) lead thresholds. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a few months after it was first implanted, this cardiac resynchronization therapy defibrillator (crt-d) exhibited an expected longevity of only 1.5 years. Boston scientific technical services (ts) reviewed the device settings report and explained the programmed left ventricular (lv) lead output caused a significant drain of the battery. A field representative confirmed the thresholds are attributed to the patient condition/anatomy. Ts determined the crt-d operated as expected due to programmed outputs. A few months later, additional information reported the crt-d reached explant due to the lv lead high thresholds and low but in range impedance. The physician elected to keep settings and schedule the crt-d change.

Manufacturer narrative:
The code 3191 was used to capture the surgical intervention. The device was received for product analysis. A supplemental report will be issued once analysis results are available.

Event description:
It was reported that a few months after it was first implanted, this cardiac resynchronization therapy defibrillator (crt-d) exhibited an expected longevity of only 1.5 years. Boston scientific technical services (ts) reviewed the device settings report and explained the programmed left ventricular (lv) lead output caused a significant drain of the battery. A field representative confirmed the thresholds are attributed to the patient condition/anatomy. Ts determined the crt-d operated as expected due to programmed outputs. A few months later, additional information reported the crt-d reached explant due to the lv lead high thresholds and low but in range impedance. The physician elected to keep settings and schedule the crt-d change. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a few months after it was first implanted, this cardiac resynchronization therapy defibrillator (crt-d) exhibited an expected longevity of only 1.5 years. Boston scientific technical services (ts) reviewed the device settings report and explained the programmed left ventricular (lv) lead output caused a significant drain of the battery. The patient has a history of elevated lv thresholds. A field representative confirmed the programmed lv threshold was elevated during the last in-office check. Ts determined the crt-d operated as expected due to programmed outputs.